Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 228 mg/dl on the aviva expert meter (system 1) and 115 mg/dl, 245 mg/dl, and 244 mg/dl on the mobile meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation.